Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and a new lead was attempted. That lead could not be used due to patient anatomy. A new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary - the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.